Event description:
It was reported that the patients ipg has moved that caused discomfort and irritation at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.